Event description:
After placing the pk papyrus covered stent system in the mid rca, there was a "haziness" in the distal stent with st elevations but ivus interestingly did not show clear evidence of thrombus. However, within a few minutes the vessel shut down. After ballooning it was possible to restore flow, but again, the vessel shut down and appeared to show thrombus. It may have all been rv failure with no reflow. The patient was transferred to ICU and expired two days after procedure from multiorgan failure. The device was used after the expiration date.

Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The treating physician rated the occurrence as no procedure- but device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
After placing the pk papyrus covered stent system in the mid rca, there was a "haziness" in the distal stent with st elevations but ivus interestingly did not show clear evidence of thrombus. However, within a few minutes the vessel shut down. After ballooning it was possible to restore flow, but again, the vessel shut down and appeared to show thrombus. It may have all been rv failure with no reflow. The patient was transferred to ICU and expired two days after procedure from multiorgan failure. The device was used after the expiration date.